Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 lever was hard to move. The device neither cut or stapled. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.